Manufacturer narrative:
E1: (B)(6) hospital. The device was returned and evaluated and the customers allegation was confirmed. The knife wire was damaged and the cover was peeled with the knife wire exposed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. After checking the instruction manual (picture number: gk8970 version 05), we found the following information related to this event, and we believe that it can be prevented from occurring. The knife wire needs to be very thin, so if the length of contact with the duodenal papilla is short, if the high frequency output is high, if electricity is applied while it is in contact with the metal part of the endoscope, or if it is stretched too tightly. The knife wire may break. If the knife wire breaks, if force is applied in the direction of tensioning the knife wire, the proximal portion of the cut knife wire will be pulled toward the endoscope, and force will be applied in the direction of pushing the knife wire. If it is, it will be pushed towards the nipple or bounce to the side. If the knife wire breaks, immediately stop energizing it, pull the slider on the operating section completely, pull the cut knife wire into the tube, and then immediately pull out this product from the nipple. A broken knife wire can lead to perforation, major bleeding, laceration of the bile duct, and damage to the endoscope. When inserting or removing this product from the endoscope, pull the slider slightly and move the knife wire along the curve of the tube. If the forceps base of the endoscope is moved back and forth with the knife wire bent, the metal part of the forceps base may come into contact with the knife wire and scrape the coating. Do not apply electricity to a torn or scratched wire sheath while it is in contact with tissue. If a torn or scratched wire coating is applied while in contact with tissue, current may leak, resulting in decreased output or unintended tissue burns. If you feel that the product is not sharp when energizing it, pull out the product from the endoscope and check that there is no damage such as tears or scratches on the wire sheathing. This instruction manual (drawing no. Gk8970, revision no.05) contains the following information. Therefore, it would be possible to prevent this event from occurring. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus, that the knife wire on the single use balloon dilator v (with knife) broke before the power was applied. The issue occurred during a therapeutic endoscopic sphincterotomy procedure and completed using a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 18-dec-2023.